Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d3, d.6b, g1, h6.

Event description:
Healthcare professional reported "deflation". This record is for unknown side. Device has been explanted.

Event description:
Healthcare professional reported "deflation". This record is for unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.